Event description:
It was reported the pt had their device explanted due to problems with recharging. The device was replaced with a non-rechargeable device. Prior to replacement the pt's major concern was where the battery was placed. The spot was irritating to her when she recharged the device and when she sat. When the device was replaced, a non-rechargeable device was put in due to future concerns over cognitive behavior following a stroke the pt had. Since the pt was undergoing surgery to reposition the device the decision was made to change out the device at that time. The pt did not want to have to recharge. See also MFR report#3004209178-2009-04472.